Event description:
A surgeon reports that a pt is complaining of glare at night following intraocular lens implant surgery. The dr mentioned seeing "red sparkles" in the lens upon examination. Additional info has been requested.